Manufacturer narrative:
The following devices were also listed in this report: device name# triathlon p/a ps beaded #4r; cat# 5516f402; lot# unknown. Device name# tritanium bplate triathlon s4; cat# 5536b400; lot# unknown. Device name# triathlon mb patella pa a32; cat# 5554l32; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's right knee.